Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported a blockage or obstruction in the evac tube during patient use. There was use of humidification and the patient could not be suctioned. The evac tube was removed and replaced. There was no harm reported.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A functional test was performed a syringe was connected to the suction line and no obstruction was observed at the time of pumping air through the tube. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.